Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("I was bloated for months") and was found to have hormone level abnormal ("our hormones are reacting to the essure hormone disturbance"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, abdominal distension and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- hormone level abnormal amendment: the report was amended for the following reason: case is deleted from bayer database as it is duplicate to case (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("I was bloated for months") and was found to have hormone level abnormal ("our hormones are reacting to the essure hormone disturbance"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, abdominal distension and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- hormone level abnormal most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Case was upgraded to incident. Event bloating and medial device removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.